Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 at 8:15 am he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: time: 3:22 pm; bg (mg/dl): 293; cho (g): 25; bolus (u): 8.90. Time: 5:52 pm; bg (mg/dl): 309; cho (g): 48; bolus (u): 12.30. Time: 8:57 pm; bg (mg/dl): 462. The pod was deactivated and he noticed the needle did not fire the cannula into the infusion site.